Event description:
The physician experienced difficulty when attempting to place a stent in the proximal left circumflex (lcx). Under fluoroscopy, it was noticed that the stent was misaligned slightly on the balloon, toward the distal end. Therefore, the physician implanted the stent at the proximal section of the lesion. The patient's demographics were unknown, but had depression of the left heart function. The target lesion was the proximal left circumflex (lcx) and the obtuse marginal (om). It was unknown if the lesion was a de novo. The vessel was heavily calcified and moderately tortuous. There was 99 approximately 100% stenosis. St segment depression was confirmed under ECG, prior to the procedure (ami). It was unknown if pre-dilation was conducted. As a cypher stent was being delivered to the target lesion, a resistance was felt at the ostium of lcx. The physician pushed the cypher back and forth due to the calcification. When the physician observed the stent under angiography, it was noticed that the stent was misaligned slightly on the balloon, toward the distal end. Therefore, the physician implanted the stent at the proximal section of the lesion (the ostium of lcx11), which was also going to be treated during the procedure, to avoid the stent to be dislodged. To treat the lesion at lcx 12 (om), another cypher (size unknown) was implanted, and the procedure was successfully finished. There was no patient injury reported. The physician did not indicate any anomalies prior to use.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.